Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent malfunction alarms occurred. Customer's blood glucose (bg) level was in the 500 mg/dl range. Reportedly, the customer addressed bg level with an insulin pen, and reverted to insulin pens for continued insulin therapy.